Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges while doing an evaluation on the chair in his shop with the joystick charger plugged in, he raised the arm and the joystick allegedly caught on fire.

Manufacturer narrative:
Only the joystick and charger were returned. The evaluation concluded that this alleged incident was due to customer abuse as there was a damaged strain relief.

Event description:
Provider alleges while doing an evaluation on the chair in his shop with the joystick charger plugged in, he raised the arm and the joystick allegedly caught on fire.